Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a partial detachment of the blade occurred. The 75% stenosed target lesion was located in the mildly calcified forearm shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, after the lesion dilatation, it was felt that the tip of the sheath got stuck upon removing the balloon as it was. When the device was checked outside the body, it was noted that about half of the blade from the front was detached and got bent. Inflation and deflation of the balloon were slowly performed manually and was as appropriate as possible. All blades have been removed from the body and the procedure was completed using this device. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually examined, and no issues were noted. A visual examination of the returned device identified that approximately 12mm of a blade was noted to have lifted from the balloon material. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that a partial detachment of the blade occurred. The 75% stenosed target lesion was located in the mildly calcified forearm shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, after the lesion dilatation, it was felt that the tip of the sheath got stuck upon removing the balloon as it was. When the device was checked outside the body, it was noted that about half of the blade from the front was detached and got bent. Inflation and deflation of the balloon were slowly performed manually and was as appropriate as possible. All blades have been removed from the body and the procedure was completed using this device. There was no patient injury reported.